Event description:
Facility never contacted either the distributor or the manufacturer of this incident. I received notification from FDA on this incident. Distributor called numerous times to the facility before he got a response as to what had happened. The maintenance man stated that a nut come loose from a bolt and thus the lift fell with the resident in the lift as no injuries were reported. The facility did call the distributor and asked if loc-tite should be applied on the bolt and the distributor told him that there should be loc-tite on the bolt and nut but never mentioned any incident happening.

Manufacturer narrative:
Never contacted. As stated earlier in report facility didn't notify distributor or manufacturer of any incident happening. From what the distributor was able to gather from finally getting a hold of the facility maintenance person is that the proper maintenance schedule had not been followed concerning this pt lift. The only way that we knew that there was an incident was the manufacturer was notified by letter from the FDA concerning that a report had been filed by a facility concerning a vanderlift. I called the FDA to get the info from them so that we could contact the facility concerning this incident.